Manufacturer narrative:
B4:30aug2021. It was reported to philips that the customer had recently replaced an overlay power switch, and after powering on the device, there was a burning smell. The customers' biomedical (biomed) engineer stated that the smell was close to the blower assembly. While repairing, he took out the motor controller board to get the user interface out. While troubleshooting over the phone with a philips remote service engineer (rse), the rse had the biomed turn the device on in service mode, and as soon as he touches the service box, the device switched and turned on in normal mode. The device had a 1007- machine and proximal pressure sensors failed alarm. After the customer inspected the device, he noticed some damage on the data acquisition printed circuit board assembly (da pcba) and requested part numbers for the da pcba and cables. Multiple good faith efforts were made to obtain information regarding the repair and operational status with no response from the reporter and therefore cannot be determined. It is unknown if any parts or repair has been conducted. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
Manufacturer's field service engineer (fse) replaced the unit's user interface (ui) board to resolve the reported the removed data acquisition printed circuit board assembly (da pcba) was returned to the failure investigation lab (fi). A visual inspection of the da pcba revealed evidence of heat damage. The fi technician installed the da pcba into a fi ventilator to duplicate the reported issue. The reported machine and proximal sensors failure alarm occurred confirming the issue. The cause of the reported problem was damage to circuit components on the da pcba by electrical trauma.

Manufacturer narrative:
Date of report: 13may2021. No patient involvement.

Event description:
It was reported to philips that the device had an error message, and smoke was present. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.